Event description:
I had photorefractive keratectomy performed by dr. (B)(6) in (B)(6) on the wavelight allegretto eye-q excimer laser in (B)(6) of 2017 for correction of myopia. I was assured that despite my prescription and large pupils that I would have an excellent outcome. I was lied to. I am (B)(6) y/o and I now have severely dysfunctional vision in low light and dark situations. Any time my pupils are even slightly large, my vision is filled with starbursts, ghost images and halos. This is a long-standing problem with visual outcomes in the laser vision correction industry that has been continually ignored. I was deceived into believing that it no longer happens with modern technology, that these problems were a thing of the past. They absolutely do still happen. That these procedures are still performed on the eyes of pts like me with large pupils and high prescription is nothing short of criminal. This is the kind of thing that ruins careers and lives.